Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was successfully interrogated. Engineering calculations determined that this device did not meet expected longevity per programmed values. Visual inspection noted electrocautery marks on the device casing. Portions of the circuitry, including the battery, were isolated and tested. The device was put through and failed a series of automated tests which verified functionality, and therapy delivery. The device was found in storage mode with the interrogation battery voltage of 2.16 volts. The device casing was opened and the hybrid was disassembled. The battery was isolated and a power supply at 3.25 volts was connected to the hybrid. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific crm received information that this device was returned with no additional information. There were no known allegations or complaints against the device's operation, functionality or longevity.